Event description:
It was reported that a small volume infusor leaked. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured june 19, 2013 - june 21, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. During visual inspection, approximately 4ml of drug fluid was observed inside the housing and inside the bag that contained the returned unit. The reported condition was confirmed. The location of the leak was not confirmed during visual inspection. A leak was not observed during functional leak testing. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.